Event description:
The device was returned for service. The event history was reviewed by baxter service tech and failure code 808:07 was found. According to biomed, no pt injury or medical intervention has been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt status, age of pt, or medication involved.